Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse replaced or swapped out numerous parts to troubleshoot the reported issue, including the main board, but the instrument was still down. Another main board was ordered and installed to resolve the reported issue. The fse ran latex calibration, clog detection calibration and calibrated the analyzer to the normal level qc as part of the replacement process. System calibration factors were then within specification. (B)(4).

Event description:
The customer reported the red blood cell (rbc) and hematocrit (hct) results were high on quality controls (qc) after calibrating a coulter act diff 2 analyzer. Troubleshooting determined the calibration factors were outside specification and service was dispatched. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.